Event description:
It was reported that on (B)(6) 2008, the patient underwent a direct stenting procedure with placement of a 2.75 x 23 mm xience v stent. The procedure was treatment of restenosis of a previously implanted bare metal stent and a non-abbott drug eluting stent implanted in the mid left anterior descending (lad) artery. On (B)(6) 2012, the patient experienced chest pain. A stress test was performed and was positive for ischemia. An electrocardiogram (ECG) performed on (B)(6) 2012 noted some ECG changes, but no myocardial infarction. On (B)(6) 2012, in an outpatient procedure, the patient underwent a cardiac catheterization, which revealed 70% instent restenosis in the stent implanted in the mid lad. A revascularization procedure was performed during the outpatient procedure, and a non-abbott stent was implanted to treat the restenosis. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Improper or incorrect procedure or method=no pre-dilatation, improper or incorrect procedure or method=indication for use. There were no reported product deficiencies. The reported patient effects of angina, ischemia, and stenosis/restenosis are listed in the xience v everolimus eluting coronary stent system instructions for use (IFU) as known adverse events. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. It was reported that the device was implanted via direct-stenting (no pre-dilation) in a restenosed previously stented lesion. It should be noted that the IFU instructs the physician to: pre-dilate the lesion with a percutaneous transluminal coronary angioplasty (ptca) catheter. Additionally, the IFU states: xience v is indicated for improving coronary luminal diameter in patients with symptomatic heart disease due to de novo (new) native coronary artery lesions.